Event description:
Device returned for analysis with report of "suspected pump problem - customer questioning whether pump functioning properly based on adverse effect on pt. They were trying to determine if it was a withdrawal or overdose." Event also reported by MFR's field staff of pt who presented to ER two hours post pump refill with tingling and flaccidity in pt's legs, flu like symptoms, and then presenting low pulse and unconsciousness. ER physician removed 15cc from a 10 cc pump but was not sure if fluid was from the pump or seroma over the pocket. First follow up on the event - telemetry strips showed the pump was programmed properly and nurse doing refill stated she used the proper equipment to refill the pump. At that time hcp was doubtful that there was any problem with the pump and the episode was coincidental to happening shortly after refill. At last follow up with hcp, hcp reported that pt had a catheter disconnect in january and another episode in february at which time it was determined that the pt's pump would be replaced. Baclofen levels were on record from the ER visit in january. The 15cc specimen contained a concentration of 2300 mcg and the remaining 1 cc in the pump concentration was 89 mcg. The pump was replaced and at follow up in august the pt was doing fine with new pump.